Manufacturer narrative:
The issue was discovered while the fsr was on site installing another device. Per fsr, this is their back up unit and had not been used clinically since installation. The unit would not boot up on battery and found that the unit had not been charged since 07-nov-2017. New batteries were installed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed both batteries to be within specifications and to accept proper charging. Both batteries measured 5.5 volts direct current (vdc) upon receipt. Conductance measurements were not available for either battery due to the low voltages. The batteries were attached to a power manager test platter and charged for 19 hours. After charging readings were 13.2 vdc/437 siemens (s) for the first battery and 13.2 vdc/411s for the second battery, both passing. A discharge test was performed and the batteries held the load for 60 minutes (passing). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during the use of the device for a non-clinical activity, the batteries on the unit were dead. There was no patient involvement.

Manufacturer narrative:
The reported complaint has been confirmed. The field service representative (fsr) has confirmed that the user facility has moved locations of their units so they have access to alternate current (a/c) outlets and are able to charge the unit regularly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.